Event description:
The customer states that they have noticed an issue with a large number of positive blood lead samples from one location. Since this was a change, empty blood lead tubes were requested from two locations. One set of tubes came from the location that was consistently getting above loq results. The second set came from a location that was typically resulting in below loq (control group). The customer states that they then placed proficiency testing blood samples in the empty tubes. The point of the proficiency sample was that the lab knows exactly the concentration of blood lead in the tube. The customer states that what they discovered is one lot of tube resulted in a number significantly higher than the true result of the proficiency sample. All other lots read as expected based on the concentration of the proficiency test sample. Based on this information, the customer states that lot: b22063mh not be used for the collection of blood lead samples.

Manufacturer narrative:
Complaint statement: (B)(4). We have investigated the claim and have found the edta tubes at issue have been incorrectly used, or used for a purpose not intended, which therefore led to incorrect and false lead test results. Greiner edta tubes are not FDA-cleared for testing of trace elements, such as lead, nor are these tubes routinely verified for trace element content. Testing for lead and/or other trace elements is considered off-label and not according to the intended use of greiner edta tubes. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Examination of 454209/b22063mh by an external independent laboratory indicated traces of lead in greiner edta tubes. We, again, want to reiterate that greiner edta tubes are not routinely monitored for lead since they are not intended for trace element testing.